Event description:
It was reported that the right ventricular (rv) lead impedance measurements abruptly increased from around 500 ohms to greater than 3000 ohms then back to 572 ohms. There was noise on the electrogram (egm) but it was not oversensed. During the device interrogation the rv lead impedance measurements were 580 ohms except when the patient crossed his arm across his chest. At that point it increased to greater than 3000 ohms. The x-ray showed good connection. Boston scientific technical services (ts) was consulted and noted a higher number of rythmiq episodes and intermittent noise on the shock egm, probably from exercise and a few beats that were either oversensing or fusion. The detection time was increased. The physician was considering a lead revision. It was noted that the patient does upper body exercises and also has sarcoidosis. At this time no further information is available. The rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the right ventricular (rv) lead was explanted due to continued high out of range pacing impedance measurements of greater than 2000 ohms. A new rv lead was successfully implanted and no additional adverse patient effects were reported.